Manufacturer narrative:
The customer reported that there was no patient involvement when the issue occurred. No patient or user harm reported. The customer also reported that the power supply was replaced, and the issue was resolved. The device was returned to service.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a message that the device was running on internal battery while it was connected to ac power. It was unknown how the issue was found. No patient or user harm reported. The investigation is ongoing.